Event description:
Administering dressing change for patient. When dressing was removed and about to be replaced catheter fell away to the drape at point of breakage. Catheter was removed and replaced with no injury to patient.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review and breakage was confirmed just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which could be the result of a tensile force applied to the catheter. Based on the review of the returned sample, a manufacturing error could not be confirmed. The most probable cause for the breakage was most likely due to an event within the user environment in which possibly too much force was applied to the catheter either from manipulation of the catheter or patient movement. Since the reported issue was most likely the result of an event within the user environment and not a manufacturing defect, no corrective action will be taken.

Event description:
Administering dressing change for patient. When dressing was removed and about to be replaced catheter fell away to the drape at point of breakage. Catheter was removed and replaced with no injury to patient.